Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution. Important basic precautions. When load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events. Fracture, fever, pain, local sensation, red flare, inflammation this report is being submitted as a medical device report is an abundance of caution. Suspect medical device. Catalog#: 60a3, lot#: m17z09c293, device manufacture date(dd-mmm-yyyy) 11-4-2018; or catalog#: 60a3, lot#: m17z08c291, device manufacture date(dd-mmm-yyyy) 9-4-2018; or catalog#: 60a2, lot#: m17x09c257, device manufacture date(dd-mmm-yyyy) 16-2-2018; or catalog#: 60a4, lot#: m18105p309, device manufacture date(dd-mmm-yyyy) 8-5-2018. Additional comment. We corrected MFR report number we submitted the report on feb 21,2020. Incorrect: 3007738819-2019-00016. There are no changes in the contents of the report other than additional comment: correction of MFR report number.

Event description:
A patient underwent high tibial osteotomy (hto) using the plate and bone void filler. About 20 months after the hto, the surgeon in charge of the patient removed the plate. During the hto, the surgeon found plate breakage and a type I lateral hinge fracture. The patient has developed neither correction loss nor delayed union so far. The surgeon supposes that the type I lateral hinge fracture was not attributable to the plate breakage but occurred during the hto.